Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative. They reported that the patient representative called back and asked for assistance in increasing the stimulation. Caller stated the therapy didn't seem to be helping the patient's symptoms. As patient services was guiding caller to connect, caller commented that they would sometimes have trouble finding the patient's implant since they first started connecting after patient's implant. Caller stated that also, the patient had gained 45 pounds since they were first implanted. Caller was able to to connect to the patient's settings. The therapy was on, on program 7. Caller stated they'd tried every other program and asked if there were any more programs they could try. Patient services had caller check programs and caller only saw 7 programs. Patient services reviewed they could follow up with the patient's hcp to potentially have additional programs added . Caller stated that the patient's implanting hcp was never at the appointments and never did anything. Caller stated it was a nurse practitioner who worked with them and a representative who was "relatively new". Caller stated they would be taking the patient to see the nurse practitioner on (B)(6) 2025 so they would discuss the request to add additional programs at that time. Caller then increased the stimulation to a comfortable level for the patient and confirmed the patient felt it in the bike-seat. Caller said "ok then" and patient services instructed the caller to remove the communicator from the patient's implant site and then the caller said "ok thanks. Bye" and disconnected the call.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that they had worked with manufacturing "nurse" to change patient program to 7, but when caller checked patients' settings they were on program 6. Agent walked caller through connecting to ins and changing programs. Caller increased stimulation to a comfortable level.